Event description:
Reportedly during the implantation procedure, the setscrew on the header of this pacemaker would not adjust correctly. Therefore, the device was not implanted.

Manufacturer narrative:
On april 7, 2008. The setscrew on this header would not adjust correctly during the implantation procedure. Therefore, the pacemaker was not implanted. The analysis on this device is pending.